Event description:
The customer reported the 9800 system's mainframe column is not going down intermittently. This did not affect the usage of the machine. The incident occurred prior to the patient entering into the room prior to procedure.

Manufacturer narrative:
The service rep replaced the power supply for the c-arm up/down motion. The system operates as intended.